Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited out-of-range shock impedance measurements greater than 200 ohms for all shock vectors involving the right atrial (ra) coil. Technical services (ts) reviewed programming options, and recommended defibrillation threshold (dft) testing. This device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this cardiac resynchronization therapy defibrillator (crt-d) remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that out-of-range shock impedance measurements are a known inherent risk as described in the instructions for use manual for this model device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited out-of-range shock impedance measurements greater than 200 ohms for all shock vectors involving the right atrial (ra) coil. Technical services (ts) reviewed programming options, and recommended defibrillation threshold (dft) testing. This device and lead remain in service. No adverse patient effects were reported. Additional information received reported that the right atrial (ra) coil was programmed out, and impedance measurements decreased. There were no signs of noise, and shock impedance measurements appeared stable. It was noted that the physician may consider lead revision. This cardiac resynchronization therapy defibrillator (crt-d) and this defibrillation lead remain in service. No adverse patient effects were reported.